Event description:
It was reported that a patient experienced two ventricular tachycardia episodes that were not recorded on egms. After reviewing the session record, it was determine that the vt episodes were not recorded because they were overwritten by more recent at/af episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.